Manufacturer narrative:
This device is used for therapeutic purposes. The product analysis found that the handpiece could not run at all due to corrosion. The collet was corroded. Therefore, the temperature during use could not be evaluated.

Event description:
It was reported that the handpiece heated up during a procedure. There was not patient impact and the handpiece was switched out for another to finish the case.